Event description:
The needle of the gauge does not move when the syringe is pressurized to inflate the balloon. There was no report of harm or injury.

Manufacturer narrative:
Device eval: the device eval/investigation has not been completed. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed. Eval method: the device history record was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.